Event description:
It was reported that during an angioplasty procedure through the right iliac lesion, the balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one device was returned for evaluation. The guidewire lumen was flushed and an in house guidewire was able to be advanced through the device without issues. The balloon was then inflated to nominal pressure and water was noted to exit from the balloon. A pinhole rupture was noted to the balloon under microscopic evaluation. Therefore, the investigation is confirmed for the reported balloon rupture, as the device was noted to have a pinhole balloon rupture during evaluation. However, the definitive root cause for the reported balloon rupture could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2023), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that during an angioplasty procedure through the right iliac lesion, the balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.